Event description:
Report received of mutliple undocumented incidences of decreased suction pressure. It was reported that during various surgical procedures, a decrease in suction pressure was experienced. No adverse pt events occurred due to the decreased suction pressure. The customer believes that the staff incorrectly connected the suction components which resulted in filter shavings being pulled into the vacuum regulator lines. Upon examination of their suction system, the customer found suction filter particles in the vacuum regulator nozzle, which decreased the ability to suction at full strength. Although requested, no further info was received.